Manufacturer narrative:
Balt USA reference#: (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number: f240801063 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was treating an acom aneurysm with a stent coil using a stryker atlas stent. The size of the aneurysm averaged 6.67mm. The physician decide he wanted to oversize the framer and felt his measurements were probably under measuring. The stent of placed with the catheter jailed in place. He tried several times to get the initial loops of the optimax to sit and not pop out. He commented that this happens every time with this initial loop of the optimax. That he never has this issue with stryker. He finally got max to sit and when he detached the first loop popped out of the stent and into what was thought to be the parent vessel. I have attached pictures and a video." Incident report form submitted for this complaint indicates that no patient injury was sustained.